Event description:
It was reported that during an unk procedure, the first time the device fire, did not fire successfully. Another reload was placed on the device and the same problem occurred. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Evaluation summary: the device was received with the firing mechanism damaged and with a cartridge loaded in the device. The cartridge was received partially fired and with no damage to the cartridge lock out tab. The returned device was found to be non-functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional testing could be performed due to the condition of the device. In addition another cartridge was received inside the bag and fully loaded with staples. The cartridge was loaded into a test device and it was tested for functionality, the device fired, cut and formed all the staples as intended.